Event description:
It was reported the patient was implanted with zimmer biomet products. Subsequently, patient was revised eleven (11) years post implantation due to alval (aseptic lymphocyte-dominant vasculitis-associated lesion) from the metal-on-metal prothesis. The head and stem were explanted. It was reported that no additional information is available.

Manufacturer narrative:
(B)(4). D10: 00801803601 femoral head sterile product do not resterilize 12/14 taper 61964782; 00620005622 shell porous with cluster holes 56 mm o.d. 61941716 ; 00625006530 bone scr 6.5x30 self-tap 62011530; 00630505636 liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell 61970746. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2023 - 00219. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.